Event description:
It was reported that an ilet user experienced a low glucose alert at 70 mg/dl, paused insulin delivery, overtreated with food, and subsequently had difficulty resuming delivery due to unresponsive screen buttons (previously reported). After a restart via the app, delivery resumed, though screen issues persisted, and glucose later reached 216 mg/dl. Symptoms included hyperglycemia. Outcomes included transient low and high blood glucose without need for medical intervention or hospitalization. Investigation included customer support troubleshooting and device restart, along with education to revert to backup therapy due to a suspected device malfunction. Investigation of this case revealed a touchscreen or user interface malfunction that impeded the resume delivery function until a restart. It was concluded that the event involved hypoglycemia followed by hyperglycemia associated with user overtreatment and a device user interface malfunction contributing to delayed insulin resumption. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.